Event description:
The patient's meter was prompting an apply sample message. The patient was unable to test on her meter. It would have been helpful to know how long she was unable to test. She visited her physician for assitance and she was treated with glucose. It is known if the patient had symptoms at the time of testing. She reported that her blood glucose was not tested on any other devices. During troubleshooting, the meter issue was resolved. This complaint is being reported as the patient was unable to test on the meter and subsequently received medical intervention from her medical professional. A replacement meter has been sent to the patient.